Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02787. It was reported the pt complained of pain in his upper back. F/u identified the pt's pain was severe and located at the lead and ipg sites. He stated his stimulation covers all pain areas but the lead site pain is worse when stimulation is on. It was reported the pt will meet with his physician concerning the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.